Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was recently implanted with an scs (spinal cord stimulator) device and now the ins on their left side is not working. The patient was getting a poor communication with and without the antenna when they tried to communicate with the ins on the left side. The patient used the patient programmer on the ins on the right side and was able to communicate. The patient was redirected to follow up with their healthcare professional. No symptoms were reported. No further complications were reported.